Event description:
A report of difficulty charging shortly after a lead revision was received. A bsn representative met with the patient to troubleshoot the device. After troubleshooting, ipg replacement surgery was recommended. The ipg was replaced and the patient is reportedly doing well.